Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that during an ins replacement, the lead began to fray and had exposed wires. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the hcp reported that contact 3 on the lead was frayed, which was not a big deal as the patient doesn't use contact 3 for therapy. A new boot was used and the lead sealed with adhesive to make sure it wouldn't come apart again, resolving the issue. The patient's weight at the time of the event is unknown.